Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent reported a pump that was explanted due to an overinfusion volume discrepancy. Per the report, patient had one prior refill before the volume discrepancy was observed. During the prior refill, the patient did not experience any abnormal symptoms. The health professional that performed the refill was able to confirm the needle was in the reservoir by periodically allowing the pump to self-aspirate into the syringe. No medicine was spilled to according to the health professional, and a medtronic refill kit was used for this procedure. The physician's office later reviewed the patient's telemetry report from the visit to confirm that no programming errors made. During the following refill at which the alleged overinfusion was observed, the reservoir indicated the pump should have 4 ml, but it was empty. Per the health professional, upon accessing the pump three times, it did not automatically refill the syringe with residual volume, aspirated with scant fluid pulled back into the tubing each time. The physician confirmed access into the pump and was still unable to aspirate the expected 4 ml. Normal saline 2 ml was inserted into the pump and automatically refilled into syringe as expected to confirm needle in reservoir to complete refill. The pump was refilled with morphine and baclofen with frequent push and there was automatic refilling of the syringe by the pump as expected. After the pump refill was completed, the patient was observed for 45 minutes and deemed stable. Upon further discussion, patient reported that their legs have been hurting more over the past month. Patient denies having MRI, although they did have general anesthesia during a cervical CT scan with myelogram completed. Patient reported having significant pain increase following this test as discussed above. Pump was later explanted and returned for further investigation.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature and at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The unit ran within design specifications. No issue was found with this pump, and therefore, the root cause of the alleged issue could not be determined. Internal complaint number: (B)(4).